Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stomach cancer and lightheadedness. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on october 09, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules on her right lung related to a CPAP device's sound abatement foam. Additional information was received about the alleged of cancer, death. Section e1 was updated in this report. Section b2, h1 updated as death. H6 health effects - impact codes was updated in the report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused stomach cancer and lightheadedness. The patient did not report to receive any medical intervention. This was reviewed due to a patient reporting lightheadedness and stomach cancer. The device may have caused or contributed to the alleged serious injury. There is insufficient information related to: device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. Further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.